Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site 03/18/2014. Part not returned to manufacturer for analysis.

Manufacturer narrative:
The suspect clamp was found to be fully functional. The clamp face is slightly bent to one side, but this does not affect normal function. The screw threads are intact and the movement of the screw is smooth. The screw head is in similar good condition. No problem found.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that, a screw on the site's open spine clamp is stripped. There was no patient present when this issue was identified.